Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had intermittently failed due to micro switches being worn and needing replacement. A field service engineer (fse) had verified the malfunction, replaced the latch, logged into the hardware test application, tested functionality, and restarted the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.